Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. Customer stated she changed her infusion set and after breakfast her blood glucose at the time was 315mg/dl which was treated with a 7 unit bolus. A half an hour later her blood glucose shot up to 400 mg/dl according to the sensor, but the finger stick was 270 mg/dl after the infusion set change. The customer's blood glucose at the time of the call was 270mg/dl. The customer was sent a replacement sensor. The customer did not troubleshoot and did not send the product back for analysis.